Event description:
A customer reported that an intermate elastomeric device leaked. According to the report, the customer noted that 1/3 of the solution (pamidronate 90 mg in 250 ml nacl) had leaked into the over-pouch. The source of this leak was unknown. This event was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the sample was received for evaluation. Fluid was observed in the overpouch. Visual inspection identified broken tubing at the junction of the luer post, which caused the leak. The reported condition was confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacturing process. If additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the broken tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.